Event description:
It was reported that during a laparoscopic gastric bypass the device blocked completely after the 8th firing. The device was successfully used for seven firings with a blue reload for the pouch. After firing the eight blue reload for the gastro-jejunostomy the device didn't open using the release button. Nothing out of the ordinary was noticed while firing. The force to fire was normal. No unexpected noises were heard. The handles both returned to start position but the branches stayed closed. The doctor re-closed the handles plastic to plastic and tried to re-open with the release button, again the handles returned to start position but the branches wouldn't open. No unexpected noises were noticed. Another doctor - a very experienced surgeon and one of our kol's in bariatrics - was brought in. The device was re-closed and this time only a cracking noise was heard. The device was still impossible to open. The or called the rep and the rep tried to guide them to open the device unfortunately nothing worked. The device was disassembled to be able to open it. The device was successfully removed after being blocked for at least 30 minutes. They opened a new device and successfully ended the operation. The doctor said that the staple line looked fine and the tissue as well. Given the fact that the device was blocked on the tissue for at least 30 minutes, there is an elevated risk of necrosis of the tissue. The procedure was prolonged with for one hour. One device will be returning. Patient condition was stable.

Manufacturer narrative:
(B)(4). Damaged spring cartridge lockout tab, damaged firing trigger teeth. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. What part of the ets45 was disassembled that allowed the device to open? Another instrument was jammed into the area where the releasing knob is. Wiggling this instrument the surgeon was able to open up the whole hand piece of the ets45. This was disassembled. The surgeon now only had the shaft in his hand. One of the pieces in shaft was pushed forward allowing the surgeon to open the branches. Did the prolonged procedure change the post-operative care of the patient? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis showed that the device was received disassembled by third party. A 6r45b cartridge loaded on the cartridge channel was received. The reload was received fully fired and with the cartridge deck and some drivers damaged; in addition the reload lock out spring was noted to be bent. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Additionally seven 6r45b cartridge reloads were received fully fired and in good visual conditions. In addition the returned reloads were disassembled to verify the condition of the internal components and no anomalies were noted; no damage on deck was found. The device could not be tested for functionality due to its condition. Furthermore the condition of the internal components was verified and the yoke teeth and firing trigger teeth were found broken. It is possible that during the firing over a hard object, the firing trigger teeth and yoke teeth resulted damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.